Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation confirmed the touch screen was partially inoperable due to a defective lcd module. The lcd module was replaced to resolve the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a partially inoperable touch screen. There was no patient injury reported as a result of this incident.